Manufacturer narrative:
Continuation of medical devices: product ID 97791, product type accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2020, UDI#: (B)(4). Analysis results expected but not available at the time of this report. Analysis results will be submitted when available.if information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the system was showing high impedance greater than 10,000 ohms on all electrodes. It was noted that there was a cut lead. No environmental issues were identified. The lead was replaced. The issue was resolved at the time of report.

Manufacturer narrative:
Analysis of the lead found that the body conductor was broken at the anchor site. If information is provided in the future, a supplemental report will be issued.